Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost causing me to choke [choking sensation]. Brush head...coming apart in mouth...metal pieces that I had to spit it out...actual head is coming off the brush shaft - oral-b [device breakage]. Case narrative: 39 year old male consumer via phone stated that the oral-b cross action toothbrush head was coming apart in his mouth, almost causing him to choke, and there were metal pieces that he had to spit it out. The actual head was coming off of the brush shaft. No serious injury was reported.